Event description:
It was reported that the patient had an unknown male sling replaced with an artificial urinary sphincter due to an unspecified reason. Further information was requested and not yet received.

Manufacturer narrative:
The patient experienced recurring incontinence.

Event description:
It was reported that the patient experienced recurring incontinence with an unknown male sling. A new artificial urinary sphincter cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.